Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset of the peritonitis, the patient was treated with injection vancomycin (2g given per week, route and duration not reported) and injection ceftazidime (1g given per day, route and duration not reported). The patient outcome was unknown. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment with antibiotic therapy was completed. On an unreported date the patient was recovered from the event of peritonitis, doing well and fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.